Event description:
It was reported to boston scientific corporation that three weeks after a pelvic floor repair procedure, (date unknown) using a pinnacle anterior/apical pfr kit, the patient reported buttocks pain. The patient was prescribed narcotics for the pain, which has since resolved.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. Procedure/implantation date unknown. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.